Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The ht command 18 st guide wire was advanced to the target lesion however upon manipulation and subsequent withdrawal, it was observed that the distal end of the guide wire had separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the complaint information; however, the device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database for the device was performed and revealed no complaint assessment capas that would be related to the reported issue. Based on these reviews, there is no indication of a product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no other complaints reported for this lot. Based on the complaint review, there is no indication of a lot specific product quality issue. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The ht command 18 st guide wire was advanced to the target lesion however upon manipulation and subsequent withdrawal, it was observed that the distal end of the guide wire had separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports additional information was provided. The proximal portion of he guide wire was withdrawn with the guiding catheter. The distal separated portion was unable to be removed and remains in the patient anatomy. No additional information was provided.